Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the right ventricular lead became dislodged, which was confirmed via a chest x-ray. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.